Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was disposed by the hospital; therefore a manufacturer laboratory investigation was not possible. A review for similar complaints with a product lab investigation performed was done and the following results could be obtained out of complaint (B)(4): (B)(6) 2017. The product was visually inspected in the laboratory of the manufacturer. The blood inlet and outlet side was heavily clotted. During rinsing no clots were flushed out. The product was forwarded to the qa lab for further testing. The investigation is still pending. On (B)(6) 2017 the product was tested with bovine blood in the qa laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria and therefore passed the test successfully. Thus the reported failure could not be confirmed. Based on the investigation results and the information available at this time the cause of this incident was determined to not be attributed to a device related malfunction. The oxygenator operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
The oxygenator failed drastically over the span of 12 hours at the 14th day of ECMO. With act kept at 160-190 sec. Fio2 1.0 with a gas flow 4.5l. Post oxygenator pao2 182 to pao2 63.1. (B)(4).